Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while slitting the delivery catheter during implant, the physician got snagged at the distal portion of the catheter and it pulled the left ventricular (lv) lead from the coronary sinus (cs). It was noted the snag appeared to be on the wire for deflection portion. The delivery catheter was replaced to gain cs access a second time and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.